Event description:
Device report from (B)(6) reports the following: the connecting screw instrument for the dynamic hip screw (dhs) broke during insertion of a dhs, resulting in five minutes delay of surgery. Patient is okay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the review of the device history record showed that there were no issues during the manufacturing of the products that would contribute to this complaint conditions. Manufacturing and inspection records indicated no problems with the lots in question. Since no manufacturing related conditions were found an insufficient connection with the dhs screw, probably in an oblique way, led to the deformation. Possible lateral stress may have caused the damage on the tips. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.